Event description:
It was reported that the cardiac resynchronization therapy defibrillator (crt-d) recorded an out-of-range shock lead impedance at 125 ohms. Technical services (ts) was consulted and advised over the past year the average shock impedance on this right ventricular (rv) lead was 105 ohms with some irregular measurements greater than 125 ohms. It was also noted all other lead diagnostics suggest measurements are within normal limits. There were no stored events and review of the presenting electrogram (egm) confirms all channels are clean and artefact free and demonstrate normal device function. Ts provided troubleshooting and device optimization recommendations. At this time, the crt-d and rv lead remain in service. No adverse patient effects were reported.